Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's wife called in to report a compromised force sensor system alarm. The caller stated the device had been bumped or dropped prior to the alarm and the drive support cap was sticking out. The customer's blood glucose level was unknown. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was informed that the device would be replaced, and was informed to return the malfunctioning device back for analysis.

Manufacturer narrative:
The pump gave an alarm during the basic occlusion test due to a loose/protruded drive support disk. Unable to conduct the prime or occlusion tests due to the alarm. The pump also had a cracked reservoir tube lip, minor scratches on the lcd window, a cracked case at the display window corners and a stained end cap sticker.